Event description:
It was reported that during treatment, the ventilator in synchronized intermittent mandatory ventilation (simv) mode did not initiate mandatory breaths when the patient stopped triggering spontaneous breaths. The patient began to desaturate. Staff were present and immediately began manual ventilation using a water-seal circuit. The oxygen level returned to an acceptable range and the patient was stabilized. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was examined by a field service engineer. It successfully passed pre-use check, and functional testing using a test lung did not reveal any anomalies. The reported event could not be reproduced. The ventilator passed all functional and safety tests in accordance with the manufacturer¿s specifications. The ventilator logs provided were reviewed in detail. According to the event log, ventilation in simv (pc)+ps mode was initiated on (B)(6) 2025, at 12:38 pm with an simv rate of 15 b/min. The pressure level above peep was initially set to 18 cmh2o, and pressure support (ps) above peep was set to 16 cmh2o. Subsequently, the pressure level above peep was reduced to 10 cmh2o. At 5:54 pm, an expiratory minute volume low alarm was generated, which may indicate reduced spontaneous patient breathing. Several o2 boost activations followed, temporarily increasing the oxygen concentration to 100% for one minute each. This suggests that the patient¿s clinical condition may have been affected at that time. At 7:12 pm, the expiratory minute volume low alarm was again generated. The patient circuit was then disconnected, where the patient was likely manually ventilated until 7:26 pm. Additional o2 boost activations were recorded, and the ventilator was subsequently placed in standby mode at 7:35 pm. Ventilation was restarted at 7:37 pm using the same settings. Similar ventilation issues and user interventions continued until 8:03 pm, when the ventilator was again placed in standby mode and later turned off. Review of the test log confirms that successful pre-use checks were performed both prior to and after the reported event. The technical log does not contain any technical error codes that would indicate a ventilator malfunction during the time of the incident. In synchronized intermittent mandatory ventilation (simv) modes, mandatory controlled breaths are delivered at a preset simv rate, while the patient may breathe spontaneously between mandatory breaths with pressure support (ps). In the simv (pc)+ps mode used, mandatory breaths are delivered using a preset respiratory rate and a preset pressure (pressure level above peep), while ps above peep is applied during spontaneous breaths. Based on the event log, it is noted that the pressure level above peep was set to 10 cmh2o, which is lower than the ps above peep setting of 16 cmh2o. Typically, the pressure level above peep is set higher than the ps above peep. When the pressure level above peep is set lower than ps above peep, mandatory breaths may not deliver sufficient pressure to achieve adequate tidal volumes, potentially resulting in inadequate ventilation. In conclusion, there are no indications of a ventilator malfunction during the reported ventilation period. However, the alarm activity and log review suggest that ventilation may have been insufficient due to the ventilator settings selected by the operator.